Event description:
It was reported that the wake button was delayed in responding to touch and that a cartridge was difficult to remove from the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.